Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported controller ¿wasn't working¿ because lately when patient plugged controller into the wall, the controller still charged but it wouldn't say ¿recharging¿ or displayed a batteries screen. Patient stated the controller depleted abnormally because controller would be at 100% when she unplugged it from wall charger then the controller charge level would go down to 20% when she started to charge her implant, and the implant battery level wouldn't charge at all. Patient stated when she plugged the recharger antenna into the controller, there would be a clicking sound coming from the controller. It was reviewed clicking sound could be normal for controller to make when its checking recharger quality. It was noted the recharger antenna cord was getting very hot and she was worried it would burn her skin and she couldn't handle it. Patient noted it hurt to touch the insr antenna and it felt like something shocking her when she touched the insr antenna cord with her skin. Patient thought insr antenna got hot might have shorted out the controller. It was noted this antenna locate numbers screen would appear on the controller even when she had the recharger antenna over her implant and her implant was charged. Patient stated instead of the recharge quality screen being displayed, she saw the antenna locate screen would show really low numbers on it, the low showed 1, the middle number and the high number showed 1 no matter where she moved the recharge antenna. It was reviewed if patient¿s ins was completely depleted, they walked through a special recharger session where it would display as screen that showed ¿high and low¿ numbers. Patient stated the screen showed when her implant was 60% charged up. Patient stated her implant depleted to off completely for the first time this weekend, and she was finally able to get implant charged back up after 24 hours. It was noted she had an issue again and now she couldn't get her implant to charge back up. It was mentioned patient had device for pain, and when her implant was off, her pain level went to an 8 out of 10, and it took her 4 to 6 weeks to get her pain under control. Patient noted she was concerned due to her setting at 6.2 she had to charge her implant and was worried about not being able to charge her implant at the moment. A replacement controller and recharger antenna would be sent to patient. It was noted controller was not connecting, and recharger cord got very hot where it entered disc, she was afraid it would burn her skin. No further complication and no symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97755, serial# (B)(4), product type: recharger. Product ID 97745, serial# (B)(4), product type: programmer, patient. Analysis of the recharger (serial # (B)(4) found that a scrapped recharger antenna. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked whether replacement of recharger and controller resolved the implant battery level would not charge, implant was depleted, and recharger antenna cord got hot, it felt like something shocking her when touching ins recharger antenna cord, patient stated since receiving replacement charger and controller, no further issues. It was noted the pain was very well control with spinal stimulation, and weekly chiropractic adjustment to back or neck. Patient started jogging in pool and swimming. It was mentioned her new normal pain was 1 to 3 when it used to be 8 to 10 prior to replacement. Patient noted all issues had been completely resolved, the pain was in control and sleep was improved 3 hours per night to 5 and 7 hours per night. No further complication and no symptoms were reported.